Manufacturer narrative:
It was reported that difficulty inserting the delivery sheath into the patient and split in delivery sheath dilator noted during procedure was reported. There were no adverse effects to the patient and the patient status was reported as stable. The dilator and sheath were returned to abbott and the investigation found that the tip of the dilator was noted to have a split cut damage. No other anomalies were found. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the investigation findings, the dilator tip separation issue appears to be related to a potential product quality issue; therefore, exception issue 130010 was been initiated to further investigate this complaint. The primary root cause was related to the potential for medium density polyethylene and pebax to not homogeneously blend during melt processing. This potential relating to the material characteristics of the resin mix is the root cause of both the noted cracking and tearing with contributing causes of pebax material absorbing moisture and without sufficient drying steps prior to extrusion/shaping via heat, where the moisture could off gas and cause material voids, leading to structural weaknesses, leading to the potential for tearing during use when sufficient force is applied.

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was selected for implant using a 14f amplatzer amulet delivery sheath. After trans-septal puncture, the amplatzer guidewire was placed in the left superior pulmonary vein. Then, the amulet delivery sheath was placed on the wire. There was difficulty advancing the sheath and the dilator. Subsequently, the delivery system and the dilator were removed. Upon removal, it was observed that the dilator had been "cut" by the wire. Both the delivery sheath and the guidewire were exchanged and the same amulet was successfully implanted. There are no allegations of malfunction with the amulet. The patient was reported to have been discharged in stable condition.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.